Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034-2018-00606, 0001825034-2018-00667, 0001825034-2018-00668. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total knee arthroplasty; six weeks postoperative a hematoma was evacuated.

Manufacturer narrative:
Concomitant medical products: unknown vanguard tibial component catalog # unknown lot # unknown; unknown vanguard articular surface catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a patient had an initial right total knee arthroplasty. Patient was hospitalized four days after discharge due to bilateral pulmonary embolism and elevated potassium levels. Patient was released to a skilled nursing facility where the incision was drained. Patient was readmitted by surgeon six weeks postoperatively for a hematoma to be evacuated.